Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information confirmed that surgery scheduled was cataract surgery with intraocular lens implant in right eye. The surgery was completed without any patient harm.

Event description:
A customer reported that during the ophthalmic surgery, ophthalmic system exhibited vacuum problems several times during the phaco mode. Procedure and patient details were not reported. Patient impact was not reported. Additional details were requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections b.2, h.11. Upon receipt of follow up information it was confirmed that the reported event vacuum problems occurred during the non-phaco mode (previously reported as in phaco mode) is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. Hence, this event does not meet reporting criteria. No further reports will be submitted under 2028159-2025-00709. 0. The manufacturer internal reference number is: (B)(4).